Event description:
During an incident in 03 involving a man who was in cardiac arrest, the unit, which was being used with multi-function defib pads, shut down after approx 3 minutes. The responding crew turned the unit back on and had no further problems. After 4 minutes, paramedics took over care, pt was "asystole" and no shocks were administered by either the crew or the paramedics. The pt was pronounced at a hospital.